Event description:
It was reported that during an unknown therapeutic procedure when attempting to release the single use ligating device, it was unable to be released while the device was attached to the patient. The device had to be cut off at the end of the endoscope's operating channel, which was then removed leaving the device in place. The endo-loop was able to be cut with a loop cutter because the polyp was located at the level of the rectum. No adverse health consequences/harm reported.

Manufacturer narrative:
E1: address- complete name: (B)(6). The device referenced in this report was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the incident occurred during a digestive endoscopic procedure. There was no procedural delay.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the following was observed: the hook presented no abnormalities such as deformation or bending. The handle and operation pipe were broken. The coil sheath and tube sheath are broken at 750mm from the handle. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been about 2 years since the subject device was manufactured. Based on the results of the investigation, the reported event (endo-loop did not release) likely occurred due to the following mechanisms: mechanism # 1: 1) the loop was surrounding the body tissue. 2) the tube sheath was pushed out, and the body tissue was temporarily ligated by using the distal end of the tube sheath. 3) the loop was tightened by pulling the slider. 4) the slider was pushed while the distal end of coil sheath did not extend from the tube sheath. Therefore, the loop detached from the hook in the tube sheath. 5) while the hook was extending from the coil sheath, the loop moved towards the proximal side and went into the coil sheath. 6) the hook was pulled. This caused the hook and the loop to retract into the coil sheath together. As a result, the loop and the hook got stuck inside the coil and could not move. 7) since the loop and the hook got stuck together inside the coil, the loop did not detach when the slider was pulled. 8) the slider was forcefully operated in state of ¿7¿ description causing the operation pipe of the slider to deform and break. Mechanism # 2 1) the sheath was bent near the handle. 2) the operating wire could not move because sliding resistance between the sheath and the operating wire increased. 3) the operating pipe deformed and broke because the slider was forcefully operated. 4) due to above, the loop could not detach from the hook. Furthermore, it is likely that the handle was broken apart from the insertion portion of the device by a tool to remove the device from an endoscope. However, the root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿do not strike or crush the coil sheath during operation. Doing so can damage the distal end of the coil sheath, which could make it impossible to detach the loop after ligation. In this case, refer to section 12, ¿emergency treatment¿ and as shown ¿equipment to be used in an emergency¿ on page 3 in this manual.¿ ¿do not remove the loop from the hook while the coil sheath is not extended from the tube sheath. Otherwise, the loop may be tangled with the hook and become impossible to be removed. In this case, refer to section 12, ¿emergency treatment¿ and as shown ¿equipment to be used in an emergency¿ on page 3 in this manual.¿ ¿do not hold the loop with the distal end of the tube sheath while the loop is surrounding the tissue. Otherwise, when the tissue is ligated, the loop may be detached from the hook in the tube sheath and tangled with the hook. That may make the loop impossible to be removed. In this case, refer to section 12, ¿emergency treatment¿ and as shown ¿equipment to be used in an emergency¿ on page 3 in this manual.¿ ¿never use excessive force to operate the instrument. This could damage the instrument.¿ ¿straighten out the portion of the instrument that extends from the biopsy valve.¿ this supplemental report includes additional information received from the customer. B5 updated accordingly. An update has been made to d4, d9, and h3. Also, information has been added to h4. Olympus will continue to monitor field performance for this device.